Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy xd drug-eluting stent was selected for use. However, when the device was taken out from the hoop, the stent struts at the distal end of the stent were found to be lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: synergy xd mr ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on distal stent strut rows with stent struts lifted. The undamaged crimped stent was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy xd drug-eluting stent was selected for use. However, when the device was taken out from the hoop, the stent struts at the distal end of the stent were found to be lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.